Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that following a fall, x-ray imaging revealed patients leads migrated. Patients ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients ipg and leads were explanted and replaced to address the issue.